Manufacturer narrative:
Initial.

Event description:
It was reported that a user stated the pump was malfunctioning and that they were experiencing frequent low glucose, including an early-morning value in the 40s that was treated with oral glucose tablets; review of device data indicated time below 70 mg/dl of 1% over the last 30 days and 2% over the prior 30 days, with usual meal announcements and no frequent delivery pauses, and the user discussed a prior factory reset with their clinician and concurrent medications for other conditions. Symptoms included low blood glucose. Outcomes included the need for urgent low glucose management with oral glucose and user education. Investigation included troubleshooting and education with review of device reports and discussion of factory reset consideration with the clinician. Investigation of this case revealed no confirmable device malfunction based on available data, and no specific alert or fault could be identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.